Event description:
It was reported the patient was going down a ramp in his m94 powered wheelchair when the chair suddenly surged and lurched to one side. The patient fell out of the wheelchair and into the rail along the side of the ramp injuring his arm and back. Further, the wheelchair caster became stuck on the lower portion of the railing during the incident and the patient was unable to free it. As a result, the patient was forced to crawl back into his house. Due to the injuries he sustained in the accident, the patient sought medical attention and was subsequently issued a prescription narcotic to manage his pain. No further patient complications were reported as a result of this event.